Manufacturer narrative:
(B)(4). The service engineer verified the customer complaint, replaced the graphic user interface (gui) printed circuit board (pcb), upgraded the backlight inverter pcb, and installed the software the ventilator then passed all performed testing and calibrations per manufacturer's specifications.

Event description:
It was reported that the ventilator's lower display was blank. There is no patient involvement associated with this event.